Event description:
It was reported that increased capture threshold was noted. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.